Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was intermittently failing and difficult to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) failed intermittently and was unable to be recovered. A field service engineer checked the latch cable connections, cleaned the metal contacts with a wire brush, reconnected them firmly, and adjusted the position of the remote manager to make it flush with the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device.